Event description:
On (B)(6) 2021, exthera received a data sheet from (B)(6) alerting of two adverse events occurring with a patient (diagnosed with covid-19 ards) during treatment with seraph and crrt: hypotension and death due to acute respiratory failure. An exthera employee reached out to the attending physician dr. (B)(6), who communicated that the patient's death was not related to use of the seraph device nor to the procedure.

Manufacturer narrative:
Complaint was re-evaluated as part of complaint remediation activities and determined to be reportable.